Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.

Event description:
It was reported that after inserting the sensation plus intra aortic balloon(iab) catheter for not being able to flush his inner lumen. As the inner lumen was clotted so it needed to be capped, and the tubing connected to the inner lumen needed to be disconnected and discarded. There was no harm or injury reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: h6 (medical device problem code). Revert d4 (serial) section to blank. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. A call received via esp line during product use, no patient harm or injury was reported. The nurse reported inability to flush the inner lumen of a catheter. The fiber optic arterial line readings and waveform were appropriate. (B)(6) attempted to aspirate the inner lumen but was unsuccessful. Support advised that the inner lumen was likely clotted, and recommended capping the lumen, disconnecting and discarding the tubing and labeling the lumen "don not use" due to thrombus risk. It was confirmed that the pump could continue timing off the fiber optic source as long as readings remained appropriate. Based on the description, a the inner lumen was confirmed to be clotted and it could have happened due to inadequate flushing or maintenance of the lumen. However, it is impossible to define the location of the occlusion or the consistency until we have the device returned for evaluation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.